Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider reported that the pump was used to deliver lioresal 2000mcg/ml at 500mcg. The other medications the patient was taking at the time of the event was clonazempam. The patient's pertinent medical history included spastic quad cp. The symptoms the patient experienced were increased spasticity, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed prescription table corruption undetermined root cause. It was noted in the logs that this pump suffered a prescription table corruption that caused the pump to reset in to safe mode at some point while implanted. The print report indicated that the device was used to deliver baclofen 2,000.0 g/ml at 419.4 g/day.

Event description:
The pump was returned after explant due to battery depletion. The return paper work did not suggest or question a malfunction. No patient symptoms and no patient injury was reported. The pump underwent routine analysis.